Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-16 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. The reason for call was to report por message occurred when patient attempted to connect during call to place into MRI mode. At this point, patient said that for the last two months (month confirmed) has had difficulty charging implant. Patient said that was told by new hcp that implant was placed too deep and will need a revision. Patient said is going to get the recharge free implant. Reviewed palpating ins site, patient said can't feel the implant only the scar. Turn recharger on and open recharger app. Patient said that it connected and said battery 10% excellent connection and therapy is off. A few minutes later connection was lost. Reviewed recommendation to reposition. Reset recharger. Repositioned recharger however patient was only able to maintain connection for a few seconds. Patient to consider spending time trying to recharge. Patient to continue trying to recharge implant.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.